Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2023-18314 for details of the other event. The investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by our edwards lifesciences affiliate in cyprus, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the commander delivery system with valve was unable to be advanced through the 16fr esheath as the valve became stuck at the grey portion of the esheath. The entire system was withdrawn as a unit without any difficulties. A second system and valve were then prepped and used. There were valve alignment difficulties encountered and the valve was not between the alignment markers. The valve was deployed and subsequently embolized into the ventricle. The commander delivery system balloon was able to be kept inside the valve and the valve was retrieved from the ventricle. The valve was then deployed in the descending aorta. A third system and valve were then prepped and used. There were no issues during the third implant attempt as the valve was implanted successfully. The patient was noted to be stable. The event was believed to possibly be due to kinking in the patient's anatomy.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the provided imagery revealed resistance during gross alignment of the valve. Gross alignment was noted to have been performed while within the sheath and in a curved, tortuous anatomy. There was resistance during fine adjust of the valve and compression of the flex catheter. The valve was not centered between the radiopaque markers on the delivery system balloon prior to deployment. The valve embolized into the ascending aorta and was implanted in the descending aorta. There was also calcification and tortuosity present in the patient's access vessels. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, it warns that the devices are designed, intended, and distributed sterile for single use only. Do not resterilize or reuse the devices. It also warns that if valve alignment is not performed in a straight section, there may be difficulties performing this step and if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. In addition, it notes before valve deployment to check that the valve is between the valve alignment markers. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The reported events of valve alignment difficulty during gross alignment and fine adjust and valve not between the markers and deployed which resulted in the valve embolizing and an additional valve being implanted were confirmed through evaluation of the provided imagery. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU/training materials also revealed no deficiencies. As reported, "the patient presented moderate degree calcification and tortuosity of the access vessel...a new second commander delivery system (cds) and esheath were used, and the same problem occurred. It was impossible to advance the cds though the esheath. In this case, the loader was not peeled off, so the system was retrieved out of the esheath safely. The same second 29mm sapien 3 valve was used with a non-edwards sheath. However, there was alignment difficulties with the fine adjust with the commander delivery system. After deployment, the valve embolized into the ascending aorta. It was managed to keep the balloon inside the valve to retrieve it and finally the valve was implanted in the descending aorta". Per imagery review, the patient's access vessels had presence of tortuosity along with calcification. A combination of these anatomical characteristics could have contributed to the reported build-up of tension by physically constraining the delivery system and thus, preventing coaxial placement of the transcatheter heart valve (thv) in relation to the flex tip. Per the training manual, "if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary." If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can lead to the observed gross alignment and fine adjust difficulties. In addition, use of a non-edwards sheath for transcatheter aortic valve replacement (tavr) procedures is not an indicated use, and the additional constrained orientation during valve alignment performed inside the patient while also within the non-edwards sheath may have created additional resistance and contributed to difficulty performing gross alignment. Reuse of the commander delivery system and crimped thv with a new non-edwards sheath after removal from the second esheath is considered device reuse and therefore it is not an indicated use. The IFU warns against reuse, stating "the devices are designed, intended, and distributed sterile for single use only. Do not resterilize or reuse the devices." Removal of the commander delivery system from the esheath may have compromised the crimped profile of the thv or the integrity of the balloon or flex catheters, which in turn may have caused additional interference during reuse of the device through the non-edwards sheath, further contributing to the reported valve alignment difficulties. Additionally, per the training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the valve was deployed even though it was positioned off the markers. This resulted in the reported aortic embolization of the thv and deployment of the valve in the descending aorta. In this case, available information suggests that patient factors (tortuosity), procedural factors (valve alignment in a non-straight section), off-label use of a device and reuse of a device contributed to the gross alignment difficulty while patient factors (tortuosity), procedural factors (valve alignment in a non-straight section) and reuse of a device contributed to the fine adjust difficulty. Regarding the valve not being between markers and deployed, not following instructions may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference manufacturer report numbers: 2015691-2023-18314 and 2015691-2024-00141 for details of the other event. The investigation is still ongoing.

Event description:
As reported by our edwards lifesciences affiliate in cyprus, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the commander delivery system with valve was unable to be advanced through the 16fr esheath as the valve became stuck at the grey portion of the esheath. The entire system was withdrawn as a unit without any difficulties. There was a kink observed approximately 7.5 cm from the strain relief. A second system and valve were then prepped and used. A second esheath+ was also prepped and used. The second commander delivery system and valve was unable to be advanced through the second esheath+. The commander delivery system and valve were able to be withdrawn safely through the esheath+. A decision was then made to replace the esheath+ with a non-edwards sheath. The second commander delivery system and valve were used again. The delivery system and valve were advanced through the non-edwards sheath and there was valve alignment difficulty encountered. The valve was not between the alignment markers. The valve was deployed and subsequently embolized into the ascending aorta. The commander delivery system balloon was able to be kept inside the valve and the valve was retrieved from the ascending aorta. The valve was then deployed in the descending aorta. A third system and valve were then prepped and used. There were no issues during the third implant attempt as the valve was implanted successfully. The patient was noted to be stable. The event was believed to possibly be due to kinking in the patient's anatomy. Additional information was received revealing there was a vascular complication that had occurred at the end of the procedure. The vascular complication involved the right femoral vessel. A decision was made to repair it with a surgical cutdown.